Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the broken spring could not be confirmed. However, during evaluation, it was observed that the device was intermittently getting hot and piston packing o-ring was displaced on the bushing. It was further reported that internal components were corroded and the o-rings were damaged. The assignable root cause was determined to be wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device had a broken spring. During an in-house engineering evaluation, it was observed that the device was intermittently getting hot and the piston packing o-ring was displaced on the bushing. It was further reported that internal components were corroded and the o-rings were damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.